Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the login failure. The technical support specialist attached ka000009481 and advised to reboot the station. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system bio-ID not working. The customer stated that the malfunction was occurred when they trying to issue medication to patient. There were no adverse events or injuries reported based on this incident.